Event description:
It was reported that during defibrillation testing (dft) following the implant of a right ventricular epicardial lead, the dft was not successful and a dislodgement was noted on x-ray. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947m implantable tachy lead, (B)(6) 2013, 5076 implantable pacing lead (B)(6) 2013, 4196 implantable pacing lead (B)(6) 2013, 5019 adaptor (B)(6) 2013. (B)(4).